Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient ran out of battery and emergency backup battery (ebb) power. The account wished to know how long the pump was off. The log file began on (B)(6) 2020 at 02:16 with both power leads disconnected with both power leads disconnected with connect power and no external power alarms. The alarm silence button was being pressed persistently to silence the alarms. This continued until (B)(6) 2020 at 03:59 when the backup battery in the controller depleted and the pump stopped. Once the ebb was depleted, the date and time stamp defaulted to 1/1/2000 at 1:00 once connected to power so there was no way to determine how long the pump was off. The controller clock was set on (B)(6) 2020 at 12:41. No additional information was available.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed a pump stop event due to full battery depletion of the battery backup. The submitted controller event log file contained data on (B)(6) 2020 at 2:16:43 to 3:59:05 and from (B)(6) 2000 at 00:00:00 to (B)(6) 2000 at 5:40:25. On (B)(6) 2020 at 3:59:01, the ebb fully depleted causing the pump to stop, which was associated with intentional pump stop, low speed advisory, low speed hazard, low pump current and pump stop faults and lvad_off and low flow alarms. Controller clock corrupt alarms were present and a default time stamp of (B)(6) 2000 00:00:00 was captured when the patient was connected to fully charged batteries and the pump restarted, indicating that there was a total loss of power to the system. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. The pump regained speed approximately 4 seconds after being reconnected to power. The remainder of the captured data was unremarkable. The controller clock was reset with the date (B)(6) 2020 at 12:41:54 which was consistent with the time that the log file was extracted. Excluding the pump stop event, the pump operated at the set speed for the duration of the captured data. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 19jul2018. The heartmate 3 lvas IFU is currently available. The powering the system and patient care and management sections warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. The section also warns not to use batteries to power the system when the patient is sleeping. The patient care and management section also includes a section on preparing for sleep, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Heartmate 3 patient handbook rev. C is also currently available. The patient handbook contains the same warnings and steps the patient should take when going to sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. The powering the system section details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing this event.